Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a pharmacy reported on behalf of a patient that a humapen memoir device has an empty battery. Affiliate investigation of the returned device (batch 0907c02, manufactured july 2009) found missing dose number segments. Investigation by the manufacturer found a reset mode in the display and 90 low battery warning errors, indicating a weak or defective battery. The detailed investigation determined that ingress by an unknown liquid caused damage resulting in rust, residue, and corrosion in several locations in the device. While missing segments were not observed during testing, the damage could have caused an intermittent condition resulting in missing segments and may have been responsible for damaging the battery. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to contact lilly or your healthcare professional.' A corrective action to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress has been initiated. Due to the combination of this improvement with other planned corrective actions, this improvement is targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted while improvements are being implemented. Beginning with batch 1006c01 (manufactured june 2010), the manufacturer has changed battery suppliers and implemented a new, more robust battery in the device. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Event description:
(B)(4). This device case, which does not regard an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient began using an unspecified medication for the treatment of an unspecified indication. On (B)(6) 2011, the patient's humapen memoir insulin delivery device was reported to have an empty battery. The device was returned to the manufacturer on (B)(4) 2011. Upon examination it was showing missing segments in dose number. This humapen memoir was associated with product complaint (B)(4) / lot number 0907c02. The user and the user's training status were not specified. The device duration of use was not provided.

Event description:
(B)(4). This device case, which does not regard an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient began using an unspecified medication for the treatment of an unspecified indication. On (B)(6) 2011, the patient's humapen memoir insulin delivery device was reported to have an empty battery. The device was returned to the manufacturer on (B)(6) 2011. Upon examination, it was showing missing segments in dose number. This humapen memoir was associated with product complaint (B)(4) / lot number 0907c02. The user and the user's training status were not specified. The device duration of use was not provided. Update (B)(6) 2011: additional information received (B)(6) 2011 via global product complaint database. Added device specific safety summary. Update device EU/ca and medwatch info fields.